Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). . A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 2mm x 6cm galaxy g3 mini coil (glm920060, l16184) l was used but it was not able to come out from a sheath introducer. The coil was replaced with another coil and the procedure was completed. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed. Then a microscopic inspection was performed, and the embolic coil was found inside the introducer with some kinks on it, also it was found stuck. A manufacturing record evaluation was performed for the finished device l16184 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - impeded-in introducer¿ was confirmed as the embolic coil could not move through the introducer due to the conditions of the device and because of this we can confirm the complaint. However, the embolic coil was found kinked, this can contribute to introducer impediment. The damage could have been caused due to excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided. It is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 2mm x 6cm galaxy g3 mini coil (glm920060, l16184) l was used but it was not able to come out from a sheath introducer. The coil was replaced with another coil and the procedure was completed. The customer states there is no additional information available. Based on the analysis of the device received, the embolic coil was found kinked.